Event description:
In 2009, the pt reported that when he began infusion therapy 2 months ago an infusion site fell off of his body. He stated that he had secured the infusion site with 4 additional pieces of tape and the site completely fell off of his skin. He stated that he was unsure if he caught the infusion site on something that pulled it out or if it was an issue with the adhesive. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.